Event description:
The device is included in the assurity and endurity pacemaker equipment anomaly advisory issued by abbott on 10 oct 2023 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was stable and there were no adverse consequences.